Event description:
Procedure type: hernia repair. According to the reporter: the instrument locked up in the abdomen. There was no tissue damage, no unanticipated blood loss, no unanticipated colostomy, no formal laparotomy, no re-operation, conversion to open procedure, and no extended operating room time. Another instrument was opened to complete the case.

Manufacturer narrative:
(B)(4).